Manufacturer narrative:
(B)(4). The device lot number was not provided; therefore a DHR review could not be conducted. No sample was returned for investigation; therefore, no physical investigation could be conducted. Leak balloon could be due to several reasons. However, in the absence of returned sample and limited information available on this complaint, further investigation could not be conducted and therefore complaint is not confirmed.

Event description:
Involved a 77-year-old male patient. The incident happened on (B)(6) 2020. The balloon burst inside the patient. So, the catheter self-expelled from the patient. This patient is catheterized 24/7. The catheter is changed every 2 months. With this patient we previously faced issue where the balloon deflated in use. It is like the bladder was compressing the balloon and the balloon deflates. Is it possible than the pathology of the patient progressive supranuclear palsy and that the patient is contracted in his bed, is leading to this issue?

Manufacturer narrative:
Qn (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Involved a (B)(6) year-old male patient. The incident happened on (B)(6) 2020. The balloon burst inside the patient. So, the catheter self-expelled from the patient. This patient is catheterized 24/7. The catheter is changed every 2 months. With this patient we previously faced issue where the balloon deflated in use. It is like the bladder was compressing the balloon and the balloon deflates. Is it possible than the pathology of the patient progressive supranuclear palsy and that the patient is contracted in his bed, is leading to this issue?